Manufacturer narrative:
Reason for reoperation: "wrinkling/rippling, correction of asymmetry, change shape/size/style, ptosis" no contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported via the national breast implant registry (nbir) "wrinkling/rippling, correction of asymmetry, change shape/size/style, ptosis". This record is for the left side. The device has been explanted and replaced with another manufacturer´s device.